Manufacturer narrative:
This report is filed to document the mandatory correction of one device in the united states. No incident was reported in the united states.

Event description:
Overhead tube arm on an x-ray system broke loose from the vertical arm most likely due to collision of the arm with external equipment such as trolleys, stands for infusion devices or lamps. No patient injury reported.